Event description:
It was reported that the device had an unexpected longevity of less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time), the time of rrt in the save to disk was on (B)(6) 2013 for device rrt less than equal to 2.61 volts. Concomitant product: 4076 implantable pacing lead (B)(6) 2008. (B)(4).